Event description:
The advocate stated a customer ran a blood test on the contour next meter and received a result of 14mg/dl. The meter automatically marked it as a control reading. When accessing the memory of the meter the reading would be interpreted as a control test. There was no adverse event alleged. The strips are expected to be returned for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone # were not provided.